Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of the tubing separating from the blue plastic port on the top of the pump was not confirmed. A tear in the silicone tubing at the upper fitment and leaking from the tear was confirmed. Crush marks were noted on the upper fitment. The root cause of the tear was not identified. The lot number was not identified. Based on the smartsite valve laser number, the manufacturing database was reviewed. No quality issues were noted during production build period of this model for the reported failure mode.

Event description:
Customer reported the clear tubing separated from the blue plastic port on the top of the pump causing fluid to leak. Tubing and hyperalimentation disconnected from the patient and clear maintenance fluids ordered and hung. No patient harm reported.